Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros intact pth (ipth) result obtained from non-vitros biorad quality control (qc) fluid when using vitros immunodiagnostic products intact pth (ipth) reagent on a vitros 5600 integrated system. Biorad lot 64950 level 2 result of 126 pmol/l vs an expected result of 226 pmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth result was from a quality control fluid and was not reported from the laboratory. The customer made no indication that any patient sample results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a lower than expected vitros intact pth (ipth) result obtained from non-vitros biorad quality control (qc) fluid when using vitros immunodiagnostic products intact pth (ipth) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. No information was provided with regards to the handling and preparation of the qc sample therefore, it is possible improper handling of the qc sample on the day of the event contributed to the lower than expected vitros ipth lot 1645 result although this could not be confirmed. The customer did not perform any assessment of the instrument performance at the time of the event. However, the customer did not give any indication of an instrument malfunction and therefore, it was concluded that an instrument issue is not a likely contributor to the event. Continual tracking and trending of have identified an increase in complaints for lower than expected vitros ipth results. Ortho has initiated an investigation for results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office in above is (B)(6).